Manufacturer narrative:
The device remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent tricuspid regurgitation (tr) and heart failure, requiring treatment. Crd_993 - bright EU pas patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with severe functional tricuspid regurgitation with pacemaker lead. One xt triclip was successfully implanted, reducing the tr to mild. There were no complications. On (B)(6) 2022, the discharge echocardiogram moderate tr grade 2 was noted with two jets, one intra-device and the other peri-device. On (B)(6) 2022 worsening tr was noted. Per imaging, the clip remained implanted between the posterior and septal leaflets. There remained a significant regurgitant jet between the anterior leaflet and the clip. On (B)(6) 2024, the patient was admitted to the hospital with dyspnea, nausea, and edema. Worsening congestive heart failure was diagnosed. Per imaging, severe tr and probable cardiac cirrhosis were observed. Reportedly, the patient was not adherent to their diuretic treatment. Medications were provided and the event resolved. On (B)(6) 2024, the patient was hospitalized with abdominal pain, edema, and worsening heart failure. Medications were provided as treatment. On (B)(6) 2024, the patient was discharged home. Reportedly, there was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tricuspid valve insufficiency/ regurgitation (worsening tr) associated with tr increasing to severe and pain could not be determined. The reported heart failure, dyspnea, nausea and swelling/edema, appear to be due to a combination of worsening tr and the patient not adherent to their diuretic treatment. Tricuspid regurgitation, dyspnea, heart failure, edema, nausea and pain as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.